Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hard lumps as follows: adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month.¿

Event description:
Healthcare professional reported that approximately one month after injection with one syringe of juvederm ultra plus xc in the marionette lines and oral commissures, and concomitantly with two syringes of juvederm voluma xc in cheeks, the patient developed a "lump" on each of the marionette lines and one week later, a "lump" on the cheek. Patient was seen for a follow up appointment and the "lumps" were "visible and hard to the touch." Patient was treated with biaxin. Patient was taking celexa, wellbutrin, levothyroxine and adderall" concomitantly. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00902 (allergan complaint # 1259773). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 01/26/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately one month after injection with one syringe of juvederm ultra plus xc in the marionette lines and oral commissures, and concomitantly with two syringes of juvederm voluma xc in cheeks, the patient developed a "lump" on each of the marionette lines and one week later, a "lump" on the cheek. Patient was seen for a follow up appointment and the "lumps" were "visible and hard to the touch." Patient was treated with biaxin. Patient was taking celexa, wellbutrin, levothyroxine and adderall" concomitantly. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00902 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.